Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.